Event description:
Tegaderm patch was applied after 3/4" cervical spine incision on (B)(6) 2016. Within 24 hours felt inflammation, burning, redness. Continued to use for 2 weeks as directed by nurses, even after I said my skin was burning. When I finally removed the bandage, the skin had blistered... Looked like a chemical burn/peel. Surgical incision on spine.